Event description:
Emts responded to a person described as in cardiac arrest. Reportedly, when the device was utilized for patient care, it would not turn on. CPR was administered until an als arrived on scene and treated the patient with a manual defibrillator. The patient was not resuscitated.